Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx of unknown size implanted in the mitral position was explanted from a 75-y-o patient after an implant duration of two (2) years and eleven (11) months due to leaflet retraction secondary to valve degeneration.

Manufacturer narrative:
H10: additional narrative. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Tissue degeneration related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, the most likely cause is patient factors, including severe chronic renal failure and hypercholesterolemia.

Event description:
Edwards received notification that a valve model 7300tfx27 implanted in the mitral position was explanted from a 75-years-old patient after an implant duration of two (2) years and eleven (11) months due to leaflet retraction secondary to valve degeneration leading to severe mitral insufficiency (eoa 0.6 cm2). The patient was experiencing nyha class iii symptoms before replacement. A 29mm magna ease valve was implanted in replacement. The patient was noted as to be discharged in good condition.